Event description:
A customer reported a malfunction on their pump, specifically noting a "malf 12" code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the reset, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction reoccurs, and they acknowledged this guidance.